Event description:
Consumer states "she feels the retainer brite is making her gums swell". The consumer also stated that "she did not want to seek medical attention and did not want to fill out the pt/allergy questionaire", she just wanted to return the product.